Event description:
It was reported that the pt underwent a spinal procedure at t1/2 and t7/8 for opll using posterior fixation. After screws and rods were placed, the pt's blood pressure dropped and had cardiac arrest. The doctor closed the operative site immediately and returned the pt to the supine position. After cardiac massage was performed, the pt reportedly was recovered and transferred to ICU. However, the pt passed away that night.

Manufacturer narrative:
Implants remain implanted, product return is not possible. We are unable to determine the cause of the event. We do not believe that the reported event is related to the implants, but we are filing this medwatch for notification purposes.